Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11 corrected: h6- clinical code no product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no implant loosening is identified. There are two suspected avulsion fragments from the inferior pole of the patella. Although not seen radiographically, this may be associated with patellar implant loosening. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately seven months post implantation due to instability and patellar loosening. There is no additional information available.

Manufacturer narrative:
Cmp (B)(4). D10-medical product series a pat std 28 3 peg item# 184762 lot# 065860, vngd ssk psc tib brg 18x71/75 item# 183888 lot# 66703287, biomet tibial locking bar item# 141205 lot# 66177055, biomet tibial locking bar item# 141205 lot# 65766382, vngd ssk 360 l fem 70mm item# 185286 lot# 7269588, bmt splined knee stm v2 13x160 item# 148327 lot# 600100, vg 360 dst fm ag 70x10 rl/lm item# 185386 lot# 66059614, vg 360 dst fm ag 70x10 ll/rm item# 185406 lot# 66044535, vg 360 univ pst fm aug 70x5 item# 185346 lot# 66303815, biomet cc cruciate tray 75mm item# 141234 lot# j6180136, vngd ssk 360 l fem 70mm item# 185286 lot# 7269588. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.